Manufacturer narrative:
One device was returned for analysis in used condition. Visual inspection of the device showed an outdated control panel, plenum, bottom enclosure, and wear and tear damaged top enclosure. The device was operating as intended it's just very old. Evaluation could not confirm the customer complaint. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. UDI is unknown. No information is provided to date. Operator of device is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device was overheating. The issue occurred while in patient use. No patient injury was reported.